Event description:
A home pt reported she noted a pinhole leak in the drain bag of the ultra set during the drain phase of treatment. Home pt was already being treated with antibiotics at the time of this incident. Per rn, no pt injury was associated with this incident.